Event description:
Had rhinoplasty and septoplasty. Saline used after procedure for cleaning. One month later, abscess was present and had to have another surgery to clear abscess. Nose is now deformed.